Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index target lesion was an area of in-stent restenosis. At the time of the event, the patient experienced a myocardial infarction with elevated troponin, without ischemic symptoms, and no actions was taken to treat this event.

Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, vessel spasm occurred. The patient presented at the time of the index procedure due to ccs class 2 stable angina. Cardiac catheterization revealed a 70% stenosed and 30mm long target lesion in the proximal left anterior descending (lad) and extending into the mid lad with a reference vessel diameter of 3.0mm. Furthermore, in the lad, there was 90% stenosis proximal to a previously unspecified placed stent, 80% mid stenosis distal to the previously placed stent; 99% downstream of the ostial stenosis and moderate restenosis in the previously placed stent. The target lesion was treated with predilation and placement of a 2.75x38mm taxus element stent. During placement, the patient experienced a vessel spasm beyond the stent. This was treated with nitrates. Post dilation was performed resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel.